Event description:
The customer's family member reported that the insulin sometimes still does not come out at the end of tubing when they are priming excessively. The customer stated that they have primed many times but only see drops coming out every so often. Troubleshooting was performed. The insulin exited. The driver arms were moving freely across the lead screw in the locked position. Device was not dropped or bumped. Suggested the customer to revert to back up plan of manual injections. Bgs have been treated with injections.